Event description:
It was reported that the system was explanted due to cellulitis. There was no alleged product issue and no diagnostic testing or troubleshooting had been performed. It was reported there were no patient symptoms or complications associated with the event/product, only cellulitis. The pump was explanted and would not be returned as the customer discarded it. It was noted, the catheter remained implanted but out of service. The device system was not replaced but would be ¿in the future¿. The patient¿s status at the time of this report was listed as ¿alive - no injury¿. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# n127444010, implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the pump was being used to deliver compounded baclofen. The end date of the baclofen intrathecal treatment was 2014-(B)(6). The relation of the device/therapy to the cellulitis was ¿unknown, otherwise not related.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-mar-20. It was reported that the patient had cellulitis around the pump site, so the pump was filled with saline until it could be replaced.

Manufacturer narrative:
(B)(4).

Event description:
The patient's pump was removed because it got infected. As a result, the patient went on oral baclofen for a while.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that when they put the pump in they put it in on the other side and the patient got cellulitis at the site of the pump. The cellulitis was found when the patient was going through a double mastectomy in (B)(6)2014. The physician saw that the pump was infected so the patient had the pump taken out. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.